Manufacturer narrative:
The customer's report was not replicated or confirmed. The device passed all testing including pacer testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows some fine artifact on the ECG signal and a low heart rate. There is no frame of reference, so it cannot be determined how the user made the determination that the patient was in atrial fibrillation versus asystole. The log shows that pacing was enabled in a pacing lead fault. There is no evidence that the device ever detected a valid patient impedance through the multifunction cable. There are a number of factors outside of a device malfunction that can cause an impedance not to be detected that include but are not limited to: poor coupling of the mfc/adaptor/pads to the patient/device or an issue with the accessories themselves. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.